Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04593 for the leveen needle electrode, and manufacturer report # 3005099803-2011-04591 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, after ensuring the location of the tumors under echo, the physician attempted to attach the leveen needle electrode to a metal needle guide. However, resistance was met, as the needle became stuck and it was unable to smoothly manipulate it up and down. The physician detached and reattached the leveen needle electrode to the needle guide several times, but ultimately decided to use a different needle guide. Ablation was started, and the physician was able to ablate the first tumor twice. Reportedly, the tumor was able to be completely ablated; however, an abnormal noise was heard from the needle where it came out from the patient's skin at the location of the stomach. After two minutes of ablating the second tumor, the abnormal sound was heard again, but louder. The noise became very loud, and a burn was found on the patient; therefore, output was stopped at 20 watts and impedance at 120 ohms. As a result, roll off was not achieved. During examination of the leveen needle electrode, it was discovered that the protective sheath was peeled at approximately 7-9cm from the distal tip. The physician suspected that the insulation peeled, due to the manipulations through the needle guide. After device withdrawal, the physician checked the patient's condition, where it was confirmed that the patient had a three by two centimeter burn at the ablation site. The severity of the burn could not be confirmed, but there were hardened, black burnt deposits where the ablation was performed. The burn is to be treated by a dermatologist. Additional follow up revealed that the patient had no issues and was in stable condition six days post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the array was closed and residue was present on the entire device. Functionally, the array could be extended and retracted without issue. Once extended, residue was found on the array and at the based on the tines. The presence of residue on the array may be an indication that the device was not cleaned as cautioned in the dfu/product label. The dfu states, "as necessary, clean the array between deployments by rinsing the array in sterile solution, and gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult." Additionally, the insulation/coating was damaged approximately 7-9 cm from the distal tip. The cause of the peeled coating is likely due to the manipulations of the needle up and down several times through the metal needle guide. The dfu indicates "not to bend the electrode while in the needle guide, when moving the electrode or making other placement adjustment, ensure that needle guide edges do not scrape or otherwise damage the insulation. Damage to the insulation may result in skin burns at points along the length of the electrode". A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and the information available suggests that the device may not have been used in accordance with the labeling. The risk of burn and insulation damage is noted within the labeling/dfu; however, there is evidence that the method of use of the device caused or contributed to the event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4): insulation peeled. Insufficient roll off, and unexpected noise issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04593 for the leveen needle electrode, and manufacturer report # 3005099803-2011-04591 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, after ensuring the location of the tumors under echo, the physician attempted to attach the leveen needle electrode to a metal needle guide. However, resistance was met, as the needle became stuck and it was unable to smoothly manipulate it up and down. The physician detached and reattached the leveen needle electrode to the needle guide several times, but ultimately decided to use a different needle guide. Ablation was started, and the physician was able to ablate the first tumor twice. Reportedly, the tumor was able to be completely ablated; however, an abnormal noise was heard from the needle where it came out from the patient's skin at the location of the stomach. After two minutes of ablating the second tumor, the abnormal sound was heard again, but louder. The noise became very loud, and a burn was found on the patient; therefore, output was stopped at 20 watts and impedance at 120 ohms. As a result, roll off was not achieved. During examination of the leveen needle electrode, it was discovered that the protective sheath was peeled at approximately 7-9cm from the distal tip. The physician suspected that the insulation peeled, due to the manipulations through the needle guide. After device withdrawal, the physician checked the patient's condition, where it was confirmed that the patient had a three by two centimeter burn at the ablation site. The severity of the burn could not be confirmed, but there were hardened, black burnt deposits where the ablation was performed. The burn is to be treated by a dermatologist. Additional follow up revealed that the patient had no issues and was in stable condition six days post procedure.